Event description:
It was reported that the blue winged cap of a large volume infusor was missing. The issue was observed before use. The filling solution was 0.9% normal saline and fluorouracil. The infusion volume was 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name:. E1: initial reporter address:. E1: initial reporter city:. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from february 16, 2022 - february 17, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo showed that the blue winged luer cap was missing from the infusor device. The reported condition was verified. The cause of the condition could not be determined, however, probable causes may be related to manufacturing or to how the product was being handled during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.